Event description:
It was reported that the microcatheter and guidewire became entrapped. A renegade? Hi-flo? Microcatheter and a 0.016" fathom? Guidewire were selected for use in a procedure. It was noted that the guidewire became stuck in the microcatheter. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the microcatheter and guidewire became entrapped. A renegade? Hi-flo? Microcatheter and a 0.016" fathom? Guidewire were selected for use in a procedure. It was noted that the guidewire became stuck in the microcatheter. There were no patient complications as a result of this event. It was further reported that the microcatheter did not track over the guidewire correctly.